Event description:
It was reported to technical services on (B)(6) 2012 that this svc coil would not convert the patient at implant. The md repositioned the lead. This took place at (B)(6) in (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).